Event description:
It was reported that the nurse at the facility needed to milk the tubing for 45 minutes in order to get the reservoir to drain the collected blood. All of blood was able to be re-infused. No pre-donated or banked blood was required. There was no pt/user injury related to this event.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.